Event description:
The customer reported a wash station overflow while running the cytomics fc 500 mpl flow cytometer. The customer stated that approximately 500 milliliters of human immunodeficiency virus (hiv) contaminated samples leaked and was not contained within the instrument. The customer indicated that the leak occurred while running a 96 well plate of hiv samples using the pan leukocyte gating (plg) application. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and replaced the waste pump head and tubing to wash station to resolve the leak. (B)(4).